Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Baxter product surveillance contacted the home patient (hp) on (B)(4) 2011. The hp stated that he has been having incomplete primes and that he has to move the patient line down a little in the organizer in order to get the bubbles out. The hp said that he has to purposely overprime the line in order to get the bubbles out. The hp stated that there was nothing unusual about his supplies. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was the patient connector being lower than the heater bag. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.